Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the placement signal issue cannot be established.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. Automated impella controller metrics appear inconsistent with clinical findings, with concern for inaccurate placement signal. The placement signal is suspected to be faulty, as displayed values do not correlate with confirmed device position. Motor current remains stable without abnormalities. Patient underwent tee, which confirmed appropriate impella positioning with no evidence of malposition. There was no patient harm and the patient remains on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.